Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the nail, fitted to a patient following a polyfragmented stepped fracture of the right femoral shaft on (B)(6) 2022 (patient significantly overweight 130kg), broke and had to be removed. In the chronology of events, we can report the following: (B)(6) 2022: displacement of the distal locking screws during market resumption (B)(6) 2023: complete breakage of the distal locking screws, telescoping of the fracture site with the distal part of the nail being driven into the medial condyle of the right knee (B)(6) 2024: incomplete breakage of the proximal part of the gamma long nail and scheduling of a reoperation for nail extraction. (B)(6) 2025: nail extraction."

Manufacturer narrative:
Please note the correction to h6 device code. A device inspection was not possible since the affected device was not returned and the provided documentation could not confirm this specific locking screw was broken. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the nail, fitted to a patient following a polyfragmented stepped fracture of the right femoral shaft on (B)(6) 2022 (patient significantly overweight 130kg), broke and had to be removed. In the chronology of events, we can report the following: (B)(6) 2022: displacement of the distal locking screws during market resumption (B)(6) 2023: complete breakage of the distal locking screws, telescoping of the fracture site with the distal part of the nail being driven into the medial condyle of the right knee. (B)(6) 2024: incomplete breakage of the proximal part of the gamma long nail and scheduling of a reoperation for nail extraction. (B)(6) 2025: nail extraction."